Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for the discordant, flagged tni result obtained on the dimension exl instrument. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, flagged cardiac troponin (tni) result. Headquarters support center (hsc) has reviewed the information provided and instrument data. No product non-conformance was found with the instrument or reagent. The data from (B)(6) 2018 had one sample that produced a result of 0.08 ng/ml, repeated 2 times with a recovery of <0.017 ng/ml. The sample was originally processed out of a small sample container(ssc) and the repeats were processed out of sample cups. Sample cups and ssc sample cups do not get a full level sense noted in the dimension exl operator guide. As per the dimension exl operator guide: before processing an ssc, ensure that sufficient sample is present to allow for any automatic test rerun from that ssc. If certain instrument options are turned on (autorerun, autodilute, automatic reflex, automatic panic rerun, or hil feature), insufficient sample in a sample cup may cause erroneous results. The data showed the sampling that produced the discordant result had an atypical aspiration profile for the hemolysis, icterus, lipemia (hil) and troponin tests for the sample. The cause of the event could potentially be due to sample handling. No product nonconformance was identified. No further evaluation of the device is required.

Event description:
A discordant falsely elevated abnormal assay flagged cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl system. The result was reported and not questioned. A new sample was drawn and tested 2 hours later and a lower result was obtained. The sample that had given the discordant falsely elevated abnormal assay flagged result was repeated and a lower unflagged result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.